Event description:
It was reported that a physician believed, a patient became infected after a spinal cord stimulator was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).